Event description:
A report was received that the patient had an infection. The symptoms were drainage at pocket site, but no complications. The patient had a seroma at the lead site. The physician prescribed oral antibiotics. The symptoms have cleared and the patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8216-70, serial: (B)(4), description: artisan surgical lead, 70cm a review of the manufacturing documentation of the ipg and lead devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory.